Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 09) occurred with multiple cartridges. Reportedly, the cartridge had been loaded with 300 units of insulin. Customer's blood glucose level was 365 mg/dl. Customer reverted to using manual injections for insulin therapy.